Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran precision, resulting within specifications. A siemens headquarter support center (hsc) specialist reviewed the instrument data files which indicated that quality controls and precision were within range on the day the event occurred. The data also indicated that calibration was good and the reagent material was not compromised. The hemolysis, icterus, lipemia (hil) indices indicated that there was no evidence of visible hil interference. A review of the log files for this date does show multiple aliquotter probes in motion mismatches near the time of aspiration. These errors appear to have been recoverable; therefore, it is uncertain if this contributed to the discordant result. Based on the information available to hsc it is suspected that the issue was sample specific due to possible fibrin interference. The cause of the discordant, falsely low magnesium (mg) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The repeat result obtained on the alternate dimension vista was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.

Manufacturer narrative:
The initial MDR 2517506-2016-00478 was filed on november 30, 2016.correction (12/29/2016): 510k added.